Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Initial reporter indicated that during a vns implant surgery, he attained high impedance on generator diagnostic testing. The generator was new and testing was performed using test resistors. Troubleshooting was performed, set screws tightened and all connections checked. Generator high impedance was still obtained. The product is at manufacture pending completion of product analysis.